Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2015. Approximately 7 years and 6 months after the first revision the patient had a second left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: polyethylene failure. There was a vagus cute in the femur and therefore they removed the poly. There was significant osteolysis. They could see wave in the fluid and the synovitis.

Manufacturer narrative:
D10: concomitants: 3616104 200-03-29 - one peg patella 29mm. 132891 620-00-02 - platelet rich plasma kit with spray tips. A20159209 620-12-02 - accelerate prp 60 ml & acd-a. Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.